Event description:
The user facility reported that the sheath became partially separated during removal from the pt at the end of the case. The user was able to grasp and withdraw the entire sheath from the pt after the partial separation. The procedure was completed successfully and the pt was reported to be fine.